Event description:
After an arthroscopic rotator cuff repair utilizing the t-max ii it was reported that the patient presented with paralysis on the non-operative arm. The non-operative arm was fixed with restrainer because the height of the patient was too short (150 cm) to use the adjustable arm board. The operation was for about four hours, the blood flow on non-operative side was not checked during the operation. The paralysis was noticed on the day after the operation. The patient's condition was reported to be recovering.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual and functional investigation of the subject device was not performed as it was not made available for the designated complaint unit for evaluation. However, based on the information provided by the complainant it was noted that the patient height of 150cm was contraindicated for the t-max as the minimum patient height specified by the device is no less than 158cm and may have contributed to the event. The IFU and english companion contain warnings and disclaimers regarding the responsibility of the healthcare providers to ensure that the positioning will not create any surgical complications and the amount and direction of forces imposed while using the device do not pose any danger to the patient. (B)(4).

Event description:
Additional information provided describes the progression of the patient recovery. It was reported that the lower jaw of the patient became red (red flare) just after the operation on (B)(6) 2015. On (B)(6) 2015, the paralysis on the non-operative arm was noticed. The patient could extend their arm up to 40 degrees. He could move his hand and elbow smoothly without pain. No sensory disturbance of extremity of the superior limb was reported. The patient felt a little tingle with the red flare of lower jaw. On (B)(6) 2015, the patient could extend their arm up to 85 degrees. The red flare got better. On (B)(6) 2015, the patient could extend their arm up to 90 degrees. He also could extend his arm backwards. The specific medical interventions provided to the patient were not provided.